Event description:
It was reported by the customer that their insulin pump was alarming. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be recessed. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 357 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose /flush drive support disk. Unable to perform prime/a33 test, occlusion test or excessive no delivery test due to motor error alarms noted. Unit received with cracked reservoir tube, minor scratched lcd window and broken battery tube threads.